Event description:
On 3/25/97, this pt underwent a cranioplasty for a skull defect related to a parietal vertex encephalocele. Hydroxyapatite cement and split thickness autologous bone had been used for the procedure. The pt subsequently developed a large pseudomeningocele. On 6/11/97, the pt underwent cranial wound exploration and revision to resolve the pseudomeningocele. During the 6/11/97 procedure, the surgeon noted a copious amount of foreign material in the dependent portions of the pseudomeningocele with the appearance of gravel over the previous cranioplasty site. The surgeon debrided all of this foreign material and noted that the previously placed autologous bone was intact.